Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with device indications of low glucose and downward trend; the user self-treated with oral carbohydrates (half a bottle of sports drink), after which glucose trended upward to 86 mg/dl. Symptoms included sweating, difficulty concentrating, and hand tremors. Outcomes included no need for external assistance and no professional medical intervention. Investigation included complaint handling with troubleshooting and education conducted remotely. Investigation of this case revealed no specific device malfunction identified and the cause of the hypoglycemic event remained unclear. It was concluded that the event represented hypoglycemia with an undetermined cause, with user recovery following oral carbohydrate intake.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.